Event description:
It was reported that the device had a clock battery overdue, error 1260 displayed, and a cracked rear case top right corner. Per reporter, the event occurred during testing. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Dso (downstream occlusion) nub dents. Lens scratches. Rear housing cracked on both top corners. Unable to retrieve ehl (event history log) due to constant error code 1260 alarm. Functional testing performed. The customer's reported problem of "clock battery overdue" was not duplicated. There was no service due alarm although the pump was manufactured in 2020, so the rtc battery is expired. However, the customer's reported problem "error 1260 displayed" was duplicated. Device displayed the error code and constantly alarmed upon power up. The root cause for the "clock battery overdue" was the rtc (real-time clock) battery is over the service maintenance period. The cause for the "error 1260 displayed" is that the rtc battery had a cold solder on the negative terminal on the pcb (printed circuit board). Replaced rtc battery to correct issues. Cadd legacy device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.